Event description:
The reporter stated that the tubing separated at the stopcock connection while in use on a baby causing a small hemorrhage. No patient injury or treatment associated with this event.